Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
This study is a retrospective analysis of consecutive cases employing v2 versus v3 guideliner. Procedure indications were stable angina, unstable angina, nstemi and stemi. It was reported that during one of the procedures a minor complication was noted due to stent interaction with the distal edge of the v3 guideliner. One longitudinal stent deformation of a 1-year old previously deployed drug eluting stent (resolute integrity - 3.0 x 38 mm) was noted and covered with a further 3.5 x 9 mm resolute integrity drug-eluting stent.